Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the ubc switching off was confirmed. The ubc was returned for analysis to the edc and was evaluated. The reported event was able to be reproduced and the ubc would not turn on. The ubc power supply pcb and logic board were found to not be functioning and there was a damaged component on the power supply pcb. The pcbs were replaced, and preventative maintenance was performed per procedure. The ubc was returned to the customer. The logic board pcb was tested and functioned as intended. The returned power supply pcb was returned and components u11, c32, and c33 were found to be burned. The power supply pcb was connected to the test ubc and to the returned logic board pcb and the ubc would not turn on. The root cause for the reported event was conclusively determined to be due to the damaged component on the power supply pcb. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The device was not in use on a patient. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the universal battery charger switched off without alarming. The unit was removed from use. No further information was provided.